Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic, and an alert for high, out of range hv lead impedance was observed. The impedance would rise and decrease with pocket manipulation. Device was reprogrammed. Few days later, another notification alert was received with same impedance issues. Noise was reproducible with isometrics in-clinic. During revision, it was found that the setscrews were loose and not appropriately tightened down. The lead was reconnected and tightened down. Impedance was stable and within range. No further issues observed. Patient was in good condition post-procedure and will continue to be monitored.